Manufacturer narrative:
(B)(4). Approximate age of device ¿ 47 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a subdural hematoma (sdh) on an unspecified date, and then fell. In response the patient was taken off of anticoagulation for six days and underwent unspecified neurosurgery. The patient was restarted on aspirin on (B)(6) 2017 and heparin on (B)(6) 2017. An echocardiogram on (B)(6) 2017 was negative. It was reported that as a result of the sdh and lack of anticoagulation, on (B)(6) 2017, the patient¿s ldh was over 1000 u/l. The patient¿s treatment included anticoagulation and frequent monitoring of ldh and signs and symptoms of hemolysis. On (B)(6) 2017, the patient experienced another head bleed. On (B)(6) 2017 the patient¿s ldh was 475 u/l. It was reported on (B)(6) 2017 that the patient was intubated and in critical condition after the second head bleed. No additional information was provided.

Manufacturer narrative:
It was initially reported the that patient was hospitalized and required intervention post subdural hematoma (sdh). Subsequently, it was reported that the patient expired on (B)(6)2017.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2017. The cause of expiration was acute intracranial hemorrhage.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported subdural hematoma could not be conclusively determined. In addition, a specific cause for the reported hemolysis could not be determined. An analysis of the log file provided by the account revealed that the pump operated above the low speed limit and appeared to be functioning as intended. Bleeding, stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.